Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 30 mmol/l. The cause was not known. The customer replaced the infusion set, cartridge, and insulin to address the issue. Customer service instructed the customer to inspect various components, which showed no issues. The customer agreed to replace supplies as necessary, resume insulin use, and monitor blood glucose levels, acknowledging the recommendation to consult with a healthcare professional for further discussion.